Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose was 200 mg/dl. The customer was advised not to re-fill reservoir and it leaks on both o-rings but no leaks to the device. The customer replaced the reservoir. The customer also replaced set and it was bleeding.